Event description:
Patient was diagnosed with bacterial conjunctivitis and was treated with tobradex. There was no reduction of acuity noted. The doctor concludes it was related to lens type. The patient did not return for follow up. This is being filed as bacterial conjunctivitis.

Manufacturer narrative:
This is being filed as bacterial conjunctivitis. Method - no examination of device was provided which could indicate if the device caused or contributed to the incident. Results - there is no direct casual relationship established between the medical device and the incident. Conclusion: no conclusion can be drawn.